Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, operating currents and off no power. No blank display during testing

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received blank display. Customer's blood glucose level was 115 mg/dl. Insulin pump will be returned for analysis.